Event description:
The retrun needle fell out of the valve during dialysis. The patient experienced bleeding. The site indicated that the patient had mental problems and did not know whether the patient pulled the needle out of the valve.